Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.

Manufacturer narrative:
Additional information received on 06-dec-02023. Investigation finalized on 03/28/2024: a getinge field service engineer (fse) confirms unit transport was not pushed into the cart all the way, if the transport unit isn't in the cart, the batteries will not charge. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.